Manufacturer narrative:
Bent siderail.

Event description:
It was reported by service report that the head end left siderail would not latch in the up position. No pt involvement or adverse consequences are reported.